Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was alleged that the connection from the luer and adapter (thread) does not fit correctly, which caused insulin to leak into the cartridge compartment of the device. It was reported that this has occurred with "several infusion set boxes". No adverse event was reported. The infusion set was requested to be returned for product evaluation.